Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Initial reporter phone#: (B)(6). Investigation: bd received photos from the customer facility for investigation. The customer photos were evaluated and the customer¿s indicated failure mode of leakage in the holder with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the photos, the customer¿s indicated failure mode of leakage in the holder with the incident lot was observed. Upon review of the photos, samples did not meet the required specifications. Based on the investigation, a root cause could not be determined. (B)(4).

Event description:
It was reported that during blood collection, the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in. Didn¿t direct blood into the tube but into the holder causing blood leakage. The procedure had to be redone but there was no report of exposure, injury or medical interventions.